Manufacturer narrative:
Insulin pump passed functional test, including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. A water filled reservoir was installed in the pump. Then the unit was programmed with multiple boluses and monitored. All boluses delivered properly with water exiting the infusion set. Unit was also monitored with a basal profile. The basal profile delivered properly and no bolus anomaly or basal anomaly noted. Unit had minor scratched display. No anomaly was noted on the drive support disk.

Event description:
It was reported via phone call that the customer's blood glucose readings were high all day despite giving themselves insulin with the pump. It was noted that the insulin pump was not working and the pump was not delivering. Customer's blood glucose reading at the time of the incident was 450 mg/dl and is currently at 360 mg/dl. Customer stated that she treated with a shot and the blood glucose readings dropped to 170 mg/dl and then went right back up. Customer stated that she will be going to the hospital. Troubleshooting was performed and the drive support cap was noted to be flush. Insulin pump is being replaced.